Event description:
It was reported that this pacemaker was found to be operating in safety mode, leading to myopotential oversensing and episodes of pacing inhibition. As the patient was dependent on therapy, this resulted in syncope, fainting, and loss of consciousness. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data <<confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, leading to myopotential oversensing and episodes of pacing inhibition. As the patient was dependent on therapy, this resulted in syncope, fainting, and loss of consciousness. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, leading to myopotential oversensing and episodes of pacing inhibition. As the patient was dependent on therapy, this resulted in syncope, fainting, and loss of consciousness. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.